Event description:
New information received notes that noise was noted on the atrial lead.

Event description:
New information received notes the atrial lead had oversensing noise. The patient was stable.

Event description:
It was reported that patient's atrial lead exhibited diaphragmatic stimulation. The lead was explanted and replaced. The patient was stable.